Event description:
It was reported that air bubbles were observed within the tubing, customer was unable to complete the check at the time of report and declined follow up from tandem technical support to verify that the customer was able to resume insulin delivery. Customer¿s blood glucose level was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.